Manufacturer narrative:
Follow-up # 1 date of submission 01/09/2013 - device evaluation: 46) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. All of the keypad button symbols were found to be worn, which has no effect on insulin delivery. During testing, the contrast button was found to be intermittently unresponsive; the up arrow, down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button had a delayed response and the button symbols were no longer visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.